Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in late january of 2022. The customer communicated that the caregiver has tested positive with quickvue ever since his initial sars infection. Molecular (pcr testing) and other rapid antigen testing were performed since and confirmed negative results. The customer communicated an additional 11 false positives for the caregiver. Individual events are captured on separate reports.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone and email.